Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unk because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Event description:
A female pt received a 2nd degree skin burn while being treated for lower back pain. The clinician used the interferential electrotherapy treatment set to pt tolerance. No discomfort was noted by the pt during the 15 minute treatment. When the pt returned for another treatment, the skin burn was noted. Electrode type is unk and the number of uses was estimated to be less than 8. Pt one of two.